Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was 7.9 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test and self test. No unlocked j2/lcd keypad connector.